Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(4) 2015, information was received from a health care professional via a representative regarding a patient in germany who was receiving morphine 20 milligrams per milliliter (mg/ml) at a dose of 8.584 mg/day. The pump was programmed to flex mode with a basal rate of 0.220 mg/h. The reported implant date of this pump was noted as approximate. The patient¿s medical history and concomitant medications could not be obtained. On (B)(6) 2015, the pump¿s critical alarm started ¿at the weekend¿ and on (B)(6) 2015 the patient experienced withdrawal symptoms including more pain. The printout from the last refill in august showed ¿eri in 2 months¿ and eos reported. The pump was interrogated and this revealed the pump was in safety mode and reprogramming was impossible. The pump logs provided noted multiple resets and reset related to low battery as noted on (B)(6) 2015. No further diagnostic testing/troubleshooting occurred. A pump replacement was scheduled, the date was not provided. At the time of the report, the issue was reported as unresolved the patient's status was reported as alive-no injury. The pump was later returned for analysis. Additional information has been requested regarding untranslated information, declaration and timing of eri/eos, session and log report clarification, explant date, and patient outcome, but this information was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Further testing found the hybrid to be fully functional with a nominal static current drain of 3.74-a average. No physical anomalies such as solder bump extrusions or shorts were observed. The only hybrid anomaly observed was a slightly lower than nominal ibias. Although lower than nominal, the systems supported by the ibias current were tested and found to be nominal.

Manufacturer narrative:
(B)(4).

Event description:
On 10-27-2015 the representative further reported that after the critical alarm appeared the patient was brought to the hospital with withdrawal symptoms. The alarm continued and was still there was the representative arrived at the hospital. By readying the pump the representative saw that there was still two month left before eri. The representative could not identify eos. But the first thing that appeared after requesting the pump was the security status. In the logs there were several entries with pump reset - low battery or "something like that." So the pump just ran on minimal rate and the patient received the drugs intravenously because of his withdrawal symptoms which was meant by the reported bad status. The cause for safe rate was unknown and it was reported that no MRI or emi exposure is known. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
The representative later reported premature eos had been reported. However, the pump still showed two months until eri but when the pump was interrogated the pump was in safety mode. Several restarts of the pump were noted due to low battery and critical alerts had been given by the pump. The pump ran in the minimal rate and the patient was in "bad status." The pump was explanted on (B)(6) 2015. The patient was currently doing well receiving effective therapy with the new pump. Additional information was requested to clarify the premature eos allegation, cause of the event, and clarification of bad status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only the pump was received for analysis. As received the pump reservoir was empty and the pump was in safe state and reset had occurred. On (B)(6) 2015 the laboratory technician attempted to gather the pump memory logs (ir) and initially gathered about 11 kb of data (normal file size about 61 kb of data). Two more attempts were made as the laboratory technician decided to let the pump sit in case the battery was low or stuck in some kind reset loop. On (B)(6) 2015, another attempt was made to gather the pump memory logs and this was successful. The memory log gathered on (B)(6) 2015 showed a power on reset (por) that was not on the initial data gathered on (B)(6) 2015. The pump reset again during the internal decontamination process. Destructive analysis was performed. The battery voltage reading was in specification. High impedance resistance reading at each feedthrough read 1.5 m ohms when specification was at 13 m ohms. Coil resistance was in specification. Hybrid function was tested with the original battery with a static current drain of 3.5 ua while the dynamic current drain failed and the pump reset occurred; showing that the battery may be the reason of the reset. Further hybrid testing was done with a known good battery source, both static and dynamic current drain measured within specification. Hybrid was also tested and fully functional with the known good battery. Battery resistance was tested and had a passing resistance of 246 ohms. Considering this passing resistance, the pump received full destructive analysis to confirm if any other fluid, electromechanical migration (ecm), or corrosion related anomaly resulting in a short could be found. Some corrosion was present on the m1 feedthrough but this was not causing a short ,therefore, it was not believed to have caused the reset. Knowing the tendency for the high resistance anomaly to ¿come and go¿ in a suspected battery and along the further analysis which did not show any other severe anomaly, it was determined that the reset that occurred in the field and during analysis was consistent with a high resistance battery. To further back up the theory of the high resistance battery was because the hybrid did not function when tested with the original battery. However, when the hybrid was tested with a known good battery it passed testing. As laboratory testing did not have a test that failed definitively, at this time it was concluded that cause the low battery reset remained undetermined. The hybrid was to undergo further testing with the manufacturer. Should additional analysis results be received, an additional report will be submitted.